Event description:
I had surgery for pop (bladder) (B)(6) 2011 using gynecare prosima mesh. Since surgery, I have had severe pain and chronic urinary tract infections. In (B)(6), I had a consultation with a uro-gyn specialist who found the mesh had perforated the bladder. I will be having surgery (B)(6) to remove the mesh. After healing from that surgery I will need a second surgery to repair the pelvic organ prolapse again.